Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq1358 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported catheter presented a hole (rupture) in its extension, it was observed at the moment of doing the bandage. It was required to remove it and perform a new placement. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed and appears to have occurred during use of the device. One 2 fr perqcath catheter was returned for evaluation. Evidence of use was visible on the device. The catheter was infused with water using a 12 ml syringe and a small bead of fluid was observed to form near the first depth marker. Microscopic observation of the leak location revealed an angled and curved ¿c¿ shaped split. Based on the characteristics of the damage observed, possible contributing factors include over-pressurization or stylet damage. Since the presence of a leak was observed, the complaint is confirmed but the exact cause remains unknown. Evaluation findings are in section h.11.

Event description:
It was reported catheter presented a hole (rupture) in its extension, it was observed at the moment of doing the bandage. It was required to remove it and perform a new placement. No other information provided.